Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. After the procedure was completed, cardiac tamponade was confirmed. A pericardiocentesis was conducted, and the patient was followed up. Atrial septal puncture was performed with a rf needle. Ablation was performed before the tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow setting: = 35 w, 8 ml. = 35 w 15 ml. The physician's opinions on the relationship between the event and the product was that there was no particular causality relationship. Additional information was received on the event. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is not related with the bw product. Cardiac drainage was conducted as intervention. The physician refused to provide information regarding patient outcome of adverse event and relevant tests data and history. The event occurred post procedure. Real time graph; vector; visitag force visualization features were used. Fot additional filter was used with the visitag. Tag index color option was used prospectively.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 08-aug-2022. This adverse event was discovered post use of biosense webster products. The correct catheter settings were selected on the generator. No error message were noted. Force visualization features used were real time graph; vector and visitag with the visitag module parameters for stability set at range 3mm, time 3s, fot 25% 3g, tag size 2mm. In addition, provided the physician information. Therefore, processed section e. Initial reporter. The investigation was completed on 09-aug-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30719799l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).